Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a sensor error for approximately three hours. The patient was also wearing an omnipod insulin pump, which interacts with the dexcom device to adjust the patient¿s insulin doses. It was reported that without the insulin pump having the patient¿s cgm values to respond to, the insulin pump administered the patient 11 units of insulin in less than 3 hours, which then caused the patient¿s bg meter reading to drop to 39 mg/dl. It was reported the patient was ¿on the verge of losing consciousness¿ and had to be ¿revived¿ by her husband. However, the patient refused to provide dexcom with any further information regarding the event, including any treatment/medication details. No other patient or event details were available. The patient was in ¿stable¿ condition at the time of report. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, no readings/ sensor error/ brief sensor issue under an hour found to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information: h6 health effect - clinical code ¿ 4591 decreased level of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.